Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and differences between the sensor glucose reading and the blood glucose reading. The customer's blood glucose level was 400 mg/dl. The customer treated with the insulin pump. The customer declined to troubleshoot for the high reading, but did so for the sensor. No further details were provided.